Event description:
On (B) (6) 2008, the patient's mother reported that while the patient was changing her insulin cartridge on (B) (6) 2008, the plunger became stuck to the piston rod and the entire cartridge of insulin was spilled into the cartridge compartment. The patient was able to remove the plunger from the piston rod and she continued use of the infusion device. The patient was advised to switch to her backup infusion device. The mother was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.